Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unwanted pregnancy") in a 34-year-old female patient who had essure (batch no. D38061-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 2001, (B)(6) 2004, (B)(6)2006, (B)(6) 2010), ectopic pregnancy, miscarriage and haemorrhage in pregnancy. Concurrent conditions included menopause, obesity, irritable bowel syndrome, hot flashes and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) for menorrhagia. On (B)(6) 2016, the patient had essure inserted. In april 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menopausal symptoms ("hormonal changes: menopausal"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infection"), abdominal pain ("abdominal pain") and polymenorrhoea ("multiple periods in small timespan"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, infection, dyspareunia, menopausal symptoms, migraine, headache, weight increased, vulvovaginal dryness, abdominal pain and polymenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, infection, menopausal symptoms, menorrhagia, migraine, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: on or about spring of 2017, patient learned that she was going to require a hysterectomy in order for the device to be removed. Current weight 239 lbs. Five trailing coils on right. Left, one trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: bilateral successful fallopian tube occlusion most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid) product technical complaint incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('unwanted pregnancy') and genital haemorrhage ('bleeding') in a 34-year-old female patient who had essure (batch no. D38061-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2010), ectopic pregnancy, miscarriage and haemorrhage in pregnancy. Concurrent conditions included menopause, obesity, irritable bowel syndrome, hot flashes and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) for menorrhagia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menopausal symptoms ("hormonal changes: menopausal"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection"), abdominal pain ("abdominal pain"), polymenorrhoea ("multiple periods in small timespan") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, infection, dyspareunia, menopausal symptoms, migraine, headache, weight increased, vulvovaginal dryness, abdominal pain, polymenorrhoea and urinary tract disorder outcome was unknown, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction and dysmenorrhoea was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, infection, menopausal symptoms, menorrhagia, migraine, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, urinary tract disorder, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: on or about spring of 2017, patient learned that she was going to require a hysterectomy in order for the device to be removed. Current weight 239 lbs. Five trailing coils on right. Left, one trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: results: bilateral successful fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 26-aug-2019: new pfs received- bladder/urinary problem and bleeding events was added. Outcome of event bleeding from unknown to recovered/resolved were updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("unwanted pregnancy") in a (B)(6) female patient who had essure (batch no. D38061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2010), ectopic pregnancy, miscarriage and haemorrhage in pregnancy. Concurrent conditions included menopause, obesity, irritable bowel syndrome, hot flashes and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) for menorrhagia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menopausal symptoms ("hormonal changes: menopausal"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and vulvovaginal dryness ("vaginal dryness"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), infection ("infection"), abdominal pain ("abdominal pain") and polymenorrhoea ("multiple periods in small timespan"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, infection, dyspareunia, menopausal symptoms, migraine, headache, weight increased, vulvovaginal dryness, abdominal pain and polymenorrhoea outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction and dysmenorrhoea was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, infection, menopausal symptoms, menorrhagia, migraine, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: on or about spring of 2017, patient learned that she was going to require a hysterectomy in order for the device to be removed. (B)(6). Five trailing coils on right. Left, one trailing coil diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2017: bilateral successful fallopian tube occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal ), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes: menopausal, migraines, headaches , pain, weight gain , vaginal dryness , abdominal pain, multiple periods in small timespan ", lot number, reporter, added from pfs. Historical, concomitant condition added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.